Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports sinus allergies, coughing, sneezing. Md seen. Received a new prescription of fluticasone propionate 50mg.